Event description:
Nurse attempted to give vaccination in pt's left thigh. Unable to depress plunger of syringe. Attempted to slide safety glide device to cover needle-unable to activate device. When needle detached from barrel of syringe, syringe functioned without difficulty.